Manufacturer narrative:
(B)(4) the patient was reported to be in his late 50¿s. The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after the onset of the peritonitis. It was reported that the peritonitis was manifested by cloudy effluent and abdominal pain. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, the patient was discharged from the hospital and was recovering from the peritonitis event. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.